Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a grinding noise was heard coming from the pump head of an xlung kit 230. The noise was noticed approximately five minutes after the start of extracorporeal membrane oxygenation (ECMO) therapy. To resolve the reported issue, the kit was replaced. Due to the events, there was reported to be about 670 ml of blood loss. The blood loss did not result in any serious patient injury or harm, or the need for medical intervention. The sample was available for manufacturer evaluation. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
Additional information: b5 the plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The noise did not occur during the priming phase. When the noise started (during therapy), what changed was that the set was filled with blood and the pump speed/rpms were higher. There were no novalung console alarms associated with the event. All cables and connections were confirmed to be securely seated. No visual irregularities were noted with the pump head or the kit, and no clots were noted in the device. To troubleshoot the noise, the pump speed was decreased as well as increased, the pump head was reseated, and the pump drive was changed. Another xlung kit was used to continue treatment, but the console was not changed.

Manufacturer narrative:
Additional information: d4, h3 plant investigation: the pump head was returned for evaluation. Markings were visible on the outer housing of the pump head, and on one half of the inner housing. No damage was found on the bearing of the pump head. For functional testing, the pump head was connected to a circuit and filled with water. No abnormal noise was noticed during testing up to 9000 revolutions per minute (rpm). The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A review of the device history record (DHR) was performed. No non-conformities were observed during the manufacturing process. Upon completion of the investigation, it was concluded that the pump head rotor likely contacted the outer and inner housing during operation causing the reported noise. The rotor was probably tilted to one side leaving marks on one half of the pump head¿s inner housing. However, the cause for this was not found. No damage was found on the bearing of the pump head and during functional testing, no abnormalities were observed. An abnormal sound could not be reproduced. Therefore, the reported complaint could not be confirmed.

Event description:
The noise did not occur during the priming phase. When the noise started (during therapy), what changed was that the set was filled with blood and the pump speed/rpms were higher. There were no novalung console alarms associated with the event. All cables and connections were confirmed to be securely seated. No visual irregularities were noted with the pump head or the kit, and no clots were noted in the device. To troubleshoot the noise, the pump speed was decreased as well as increased, the pump head was reseated, and the pump drive was changed. Another xlung kit was used to continue treatment, but the console was not changed.